Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event was confirmed via review of the device image in the laboratory. Analysis determine that the cause of the anomaly was due to a firmware issue that cause the rf telemetry anomaly.

Event description:
It was reported that device while still in sterile box presented error message when attempting to switch to rf telemetry. Device did communicate normally with wand. This device was not implanted.